Manufacturer narrative:
Health effect impact code: (B)(4). The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient representative reported left side " some years after these prostheses were placed, the patient began to experience pain and hardening of the breasts. She was diagnosed with "backer IV capsular contracture", resulting in hardening of the breast, and tightening of the implants, which required the immediate replacement of the implants. The recall was mentioned." Mammogram was performed and confirmed " patient reporting contracture and cysts. " device remains implanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient representative reported left side " some years after these prostheses were placed, the patient began to experience pain and hardening of the breasts. She was diagnosed with "backer IV capsular contracture", resulting in hardening of the breast, and tightening of the implants, which required the immediate replacement of the implants.the recall was mentioned." Mammogram was performed and confirmed " patient reporting contracture and cysts. " device remains implanted.